Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the monitor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the right monitor on the 9800 system has no image. No patient injury reported.